Event description:
Alert: atrial polarity switch to (unipolar) on (B)(6) 2023. A. Bipolar lead impedance 95 ohms. Threshold 200 ohms. Atrial lead position check successful on (B)(6) 2023. Alert: high rv threshold on (B)(6) 2023. Measurement consistent with historical values. Amplitude programmed. 5.00 v/1.00 ms. Findings: 148 monitored at/af episodes most recent on (B)(6) 2023. Device appears to be oversensing possible r wave on the atrial lead. Atrial pace and sense polarity unipolar. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).